Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock impedance measurements. Technical services provided guidance. This ICD was subsequently explanted. Another ICD was implanted to complete the procedure. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Impedance changes (including out-of-range shock impedance measurements) are not necessarily indicative of a lead or system-related problem, but rather are a prompt to further evaluate the device-lead system to determine if the high impedance measurement may be associated with changes in the patient's condition, a potential integrity issue with the lead or device, or the testing methodology used by the device (i.e., the low energy shock lead impedance test). In this case, the device exhibited a high, out-of-range shock impedance measurement of 138 ohms and no device characteristics were identified during laboratory analysis that would have caused or contributed to the clinical observations. As a result, it is suspected that this out-of-range measurement was likely associated with an external signal that was detected during that low energy shock lead impedance test, rather than a lead or system-related problem. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock impedance measurements. Technical services provided guidance. This ICD was subsequently explanted. Another ICD was implanted to complete the procedure. This ICD has been returned and analysis completed. No additional adverse patient effects were reported.